Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully completed the reset without recurrence of the malfunction. Caller was advised to continue using the pump and to contact technical support if the issue arises again.